Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used for dilatation of a bronchogenic stenosis on (B)(6), 2012. According to the complainant, the target lesion was the right main bronchus to bronchus intermedius and had a tight stenosis of approximately 5-6cm in length. During the procedure, the delivery system was inserted into the patient via the sontec medical bodai suction safe swivel y-connector. The insertion opening was attached to silicon valve with slit. While attempting to release the stent by withdrawing the deployment suture, resistance was met. It was reported that the suture seemed to have caught onto something and it was unable to be withdrawn. The delivery system was removed from the patient with the stent partially deployed. Post removal, bleeding was confirmed, however, no treatment or intervention was performed. The procedure was completed with two ultraflex tracheobronchial stent (length: 3cm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used for dilatation of a bronchogenic stenosis on (B)(6) 2012. According to the complainant, the target lesion was the right main bronchus to bronchus intermedius and had a tight stenosis of approximately 5-6cm in length. During the procedure, the delivery system was inserted into the patient via the sontec medical bodai suction safe swivel y-connector. The insertion opening was attached to silicon valve with slit. While attempting to release the stent by withdrawing the deployment suture, resistance was met. It was reported that the suture seemed to have caught onto something and it was unable to be withdrawn. The delivery system was removed from the patient with the stent partially deployed. Post removal, bleeding was confirmed, however, no treatment or intervention was performed. The procedure was completed with two ultraflex tracheobronchial stent (length: 3cm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal end of the stent was partially deployed by approximately 5 mm. It was noted that solidified blood was present on the stent and shaft of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. It was noted that the shaft was kinked at several locations between the distal tip and the skived area. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.